Event description:
On (B)(6) 2024, a 9 month old male patient, weight 4 kg, was on va ECMO therapy through the neck. On (B)(6) 2024 at 3am, it was reported that there was air in the venous line. The nautilus oxygenator was reported as having very small bubbles.. The reporter indicated a bubble detector did not alarm and the air was removed from the circuit. The patient was repositioned and the bubbles stopped for 10 minutes or greater. The oxygenator was used to complete the case. The patient was reported as deceased. Date of death is (B)(6) 2024, cause of death unknown.

Manufacturer narrative:
The device was returned for evaluation. The device testing confirmed there was no malfunction of the oxygenator. It was reported that the air entry occurred before the oxygenator and the oxygenator did not contribute to the patient harm. There was no alleged device malfunction. The procedure contributed to air entry in the extracorporeal circuit.